Event description:
It was reported that post implant of the right atrial (ra) lead, there was loss of capture observed. The lead was removed for re-implantation of a different lead. Vascular access was unsuccessful and the decision was made to not replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52 implantable pacing lead implanted: 2013-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Electrical resistance and cross continuity test results were within specifications. No anomalies found.